Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was implanted into a previously implanted non- medtronic surgical aortic valve. After implantation of the valve, a post-implant balloon aortic valvuloplasty (bav) was completed with an 18-millimeter (mm) balloon. At this point, a gradual decrease in the patient's blood pressure was observed. Contrast angiography then identified that there was poor blood flow in the left coronary artery. Subsequently, it was decided to perform a percutaneous coronary intervention (pci). While attempting to perform the pci, there was difficulty in advancing the catheter and guidewire through the vessel. In response, an intra-aortic balloon pump (iabp) was inserted to support the patient's hemodynamics while further attempts were made to advance the catheter and guidewire. After much difficulty, the guidewire and catheter were eventually able to be successfully advanced into the left coronary artery. A stent was then successfully placed and the procedure was completed. A procedural delay occurred due to the left coronary artery occlusion and subsequent stent placement.

Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID: {evfxplus-23}; product serial/lot number: {(B)(6)}; product type: {0195 - heart valves}; implant date: {(B)(6) 2026} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was implanted into a previously implanted non- medtronic surgical aortic valve. After implantation of the valve, a post-implant balloon aortic valvuloplasty (bav) was completed with an 18-millimeter (mm) balloon. At this point, a gradual decrease in the patient's blood pressure was observed. Contrast angiography then identified that there was poor blood flow in the left coronary artery. Subsequently, it was decided to perform a percutaneous coronary intervention (pci). While attempting to perform the pci, there was difficulty in advancing the catheter and guidewire through the vessel. In response, an intra-aortic balloon pump (iabp) was inserted to support the patient's hemodynamics while further attempts were made to advance the catheter and guidewire. After much difficulty, the guidewire and catheter were eventually able to be successfully advanced into the left coronary artery. A stent was then successfully placed and the procedure was completed. A procedural delay occurred due to the left coronary artery occlusion and subsequent stent placement. Additional information was received that the post-implant bav was performed to enhance the crimping of the transcatheter valve as it was a narrow valve, and to increase the effective orifice area (eoa). The valve did not dislodge, and the delivery catheter system (dcs) did not dislodge calcium/plaque that may have occluded the coronary artery. The patient did not have a previous coronary artery occlusion, or a history of coronary artery disease (cad). A non-medtronic guidewire was used when completing the pci. A procedural delay of more than 5 hours occurred.